Manufacturer narrative:
Product complaint # (B)(4). (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: date of surgery: (B)(6) 2022. Reoperation date: (B)(6) 2022. Procedure: laparoscopic hepatectomy. Patient: a 60 year-old man with hypertension and diabetes mellitus. The patient was in a condition of easy bleeding because adhesion was severe due to traffic trauma and hepatic cirrhosis was also present. The complaint product was used at liver cut surface. After hemostasis, washing was performed. Details : the surgery was completed around 17:00 on the (B)(6). When the patient's condition was checked, blood came out from the drain. Thinking it would stop because it was vein, the patient was treated while receiving blood transfusion, but eventually blood pressure decreased, and the patient went into hemorrhagic shock at around 3:00 at night. Emergency surgery was performed at 8:00 am morning. Location of bleeding: dorsal side of the liver. The dorsal side of the liver was ruptured in the initial surgery, and hemostasis was achieved by using tachosil. Surgeon's comment: since the product was not used in the dorsal side of the liver, which was the site of bleeding, the event was unrelated to the product. Surgeon's history of use of the product: 2 -3 months. Current condition of the patient: there is no problem with the condition. In the ward/ICU, the event occurred. Surgeon¿s comment : the dorsal side of the liver was ruptured during surgery, and during this surgery, bleeding from there did not stop. Tachosil was used on the wound, not powder. Therefore, there was no causal relationship with the surgicel powder. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What are the product code and lot number? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative? What is the patient¿s current status? What is the users experience w/ surgicel powder and other hemostatic agents? Please clarify which product, surgicel powder or tachosil, is the complaint product mentioned in the event description. Was tachosil used during the initial procedure, the re-operation, or both? When was surgicel powder used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic hepatectomy procedure on (B)(6) 2022 and absorbable hemostat was used. Although the bleeding was stopped with using the product, there was post-operative bleeding, and a laparotomy was performed again. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: b7. Medical history/preexisting condition. Additional information was requested, and the following was obtained: 1. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. =>dm, high blood pressure 2. Please clarify which product, surgicel powder or tachosil, is the complaint product mentioned within the event description. =>surgicel powder 3. Was tachosil used during the initial procedure, the re-operation, or both?=>the initial procedure. 4. Was surgicel powder used during the initial procedure, the re-operation, or both? => surgicel powder was used during the initial procedure. 5. What was the intended use of the surgicel powder? Was it used to address active bleeding or used prophylactically?=> it was used to stop the bleeding. 6. Where was the surgicel powder used (on what tissue)?=>the surgicel powder was used at liver resection and where the liver on the dorsal side has been teared. 7. Was the surgicel powder product left in place?=>I don't know well, but the surgeon said he washed at surgicel powder areas. 8. What were current symptoms following the index surgical procedure? Onset date?=>after the initial surgery, the surgeon confirmed bleeding through the drain tube and transfused. However, the blood pressure decreased and become shock vital. The surgeon decided reoperation on next day of the initial surgery. 9. Was there an alleged deficiency of the surgicel powder that contributed to the patient¿s post-operative?=>no, the surgeon reported rebleeding is not used the surgicel powder. Therefore, the post operative bleeding was not caused from the surgicel powder. 10. What is the patient¿s current status?=>the patient is stable. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: weight, bmi at the time of index procedure? 2. What were the diagnosis and indication for the index surgical procedure? 3. What is the lot number of the surgicel powder? 4. How much surgicel powder was used during the procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.